Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead measuring 12.1 cm. An external abrasion breaching the optim sheath was noted 7.6 ¿ 8.5 cm from the connector pin consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.